Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, autoimmune symptoms. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 200cc (left), 225cc (right) and experienced bilateral wrinkling and autoimmune symptoms including joint pain, fatigue, connective tissue disease, itching, low iron anemia, dry eyes, salivary gland stones, feeling tired and depressed, low drive, and weakened chest & core muscles post operatively. It was indicated the patient had a sack of fluid but this was found to be benign. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.